Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp is low. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction incident. (B)(4).

Event description:
Additional information received indicated that a system message was displayed alerting the customer that the lamp illumination was low.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received from the company representative stating the event took place when testing the equipment. There were no surgeries scheduled. There was no patient involvement.